Event description:
During an aaa procedure to piece another manufacturer's device a proximal type I endoleak was noted. Another manufacturer's stent was placed through a 22 fr cook sheath to resolve the leak. When the cook sheath was removed an ilian dissection was noted. The procedure was converted to an open surgical repair. The pt is fine.